Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device door 2 failed. The field service engineer (fse) removed the latch column and found that a new latch was attached. The fse cleaned the connections on the door controller and tested the system in the hardware test application (hta), confirming normal operation. The customer then verified that all doors were working properly by recovering and inventorying several medications, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.